Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2025. During procedure the physician reported a right ventricular (rv) lead issue in which the stylet was not entering the lead smoothly and the helix was not completely extended and did not anchor the tissue properly after multiple turns. The lead was not used and replaced within the same operation. Post-procedure the patient was doing fine.

Manufacturer narrative:
Correction: h6.